Event description:
Initial information reported by a physician from allergan ((B)(4)) and received by (B)(4) on 21-sep-2010: a female patient who received treatment with poly-l-lactic acid (sculptra, lot # and exp date unknown) experienced granulomas (nos) following the administration of botulinum toxin type a (botox) for an unknown indication. She received poly-l-lactic acid 2 vials in (B)(6) 2007, 2 vials in (B)(6) 2007, 1 vial in (B)(6) 2008, 1 1/2 vial in (B)(6) 2008 and 1 vial in (B)(6) 2009. Botox dose and site of injection was unspecified and was injected in (B)(6) 2007 and (B)(6) 2007. She also received radiesse 2.6 cc to jawline and marionettes on (B)(6) 2009. The same day, she received hyaluronic acid (juvederm voluma) 4cc into cheeks mixed with cetrimonium bromide/diphenhydramine/lidocaine (xylo 2% without epi (0.3 cc per ml)). On (B)(6) 2010, she presented with granulomas. The event was treated with prednisolone and triamcinolone acetonide (kenalog). The event is ongoing. No further information was reported.